Event description:
Indication for procedure: acute lead infection. Procedure: left-sided procedure was conducted in the electrophysiology lab. Both fluoroscopy and an arterial line wer used throughout the procedure. The procedure utilized a lld-ez, a 12f, a 14f and 16f sls. Both leads were prepped with a lld-ez. The first lead, a right atrial lead, was extracted using a 12f sls with no difficulty. The physician began lasing the second lead, rv lead, with the 14f sls without success. Upon upgrading to a 16f sls the coil was successfully passed, but the patient's blood pressure suddenly dropped from 140 to 50 within a matter of seconds. The patient was intubated and taken to the or for emergent open-heart surgery. Analysis: the devices used in this case were not retained by the hospital staff for post-procedure analysis by the manufacturer. Lot history reviews found no issues or non-conformances related to the reported event. Patient's outcome: patient is reportedly recovering well.

Manufacturer narrative:
Manufacturer dates for all devices: 500-001 - unknown; 500-012 - unknown; 500-013 - may 11, 2009; 518-062 - unknown.